Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode array reportedly migrated out of cochlea and access to sound was affected. No trauma has been reported. The patient has been re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode has been migrated postoperatively out of the cochlea. Patient underwent revision surgery to reinsert the electrode, however during the surgery, the electrode lead had to be cut. Therefore, the patient was re-implanted with a new device. The implant registration card of the initial surgery states that unexpected ossification was observed and 4 channels were out of the cochlea. The investigation results appear to match the problems mentioned in the patient report.

Event description:
Patient's hearing performance was affected. The surgeon reports a migration of the electrode. No trauma has been reported. Patient underwent revision surgery to reinsert the electrode, however during the surgery, the electrode lead had to be cut. Therefore, the patient was re-implanted with a new device. The device explantation report form states the reason for the migration being retraction of the mastoid scar. The implant registration card states that upon implantation 4 channels were out of the cochlea and unexpected ossification was seen.